Event description:
The pt was revised because of infection. Osteolysis was noted.

Manufacturer narrative:
No products were returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not draw any conclusions about the reported event; however, infection after approx a 2-year implantation is unlikely to be product related. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.